Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that "during a material removal on (B)(6) 2022, the surgeon encountered a problem with an autofix screw. The screw was completely split. The surgeon noticed this at the time of the scan. The patient did not experience any shock, trauma or ultrasound which could explain the problem. The consequences of this problem are a lengthening of the operating time by 1 hour, placement of 2 anchors, change of approach (switch to a dorsal approach)".

Manufacturer narrative:
Please note correction to d9/h3 as the device was not returned for evaluation. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown

Event description:
The customer reported that "during a material removal on (B)(6) 2022, the surgeon encountered a problem with an autofix screw. The screw was completely split. The surgeon noticed this at the time of the scan. The patient did not experience any shock, trauma or ultrasound which could explain the problem. The consequences of this problem are - a lengthening of the operating time by 1 hour - placement of 2 anchors - change of approach (switch to a dorsal approach)"